Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump continues to alarm no delivery during bolus, basal, and fixed prime. Customer's blood glucose was 145 mg/dl. Customer has called several times in regards to the no delivery issue. Customer has used different infusion set. High pressure test was performed 5.1 ie and 5.3 ie. Insulin wasn't denatured and tubing was kinked or bent. Customer was advised the device needed to be replaced and agreed to return it for analysis.